Event description:
It was reported that during a photo-vaporization of prostate procedure 49,318 joules and 5:35 minutes the end of the fiber broke. The fiber was exchanged and the second fiber was used to complete the procedure. No harm to the patient was reported.

Event description:
It was reported that during a photo-vaporization of prostate procedure 49,318 joules and 5:35 minutes the end of the fiber broke. The fiber was exchanged and the second fiber was used to complete the procedure. No harm to the patient was reported.

Manufacturer narrative:
Returned to manufacturer date: updated device eval by manufacturer?: updated evaluation method codes: updated evaluation results codes: updated evaluation conclusion codes: updated the device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the returned device found the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber/glass cap also exhibits circumferential fracture on the proximal side of fiber/cap fusion zone of the bevel edge. This failure mode is indicative of a fracture beneath the metal cap. The fiber proximal to fracture can rotate independently of outer flow tubing. The glass cap exhibits severe devitrification at output window. The metal cap exhibits severe charred detritus adhesion on surface. The outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. It is probable that cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.this supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/21/2018 05:29 pm CT.the report number is being corrected from: 2937094-2018-60270to: 2937094-2018-60066